Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "error code 8 patient involvement: yes, death/serious injury: no, human harm: no, delay in therapy: yes, medical intervention needed: no"

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "error code 8".